Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery was returned for evaluation. The lithium-ion battery associated with this complaint was initially processed which did not require an investigation. A retrospective remediation was initiated to ensure that all in-scope events are appropriately reassessed and retrospectively medical device reported. The shelf life requirement, for the ventricular assist device battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). During this instance, the battery was allowed to deplete below 10% relative state of charge, triggering a critical battery alarm. As a result, the most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the battery to deplete to 10% relative state of charge. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical battery alarm was identified on the log files when patient was seen for routine visit in the clinic. The critical battery alarm logged was accurate since the charge prior to the alarm was less than 10 percent. The battery was removed from service and replaced. No patient complications have been reported as a result of this event.